Event description:
It was reported that, "during the tha, the offset broach handles could not hold any rasps. Because these shafts were broken."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation. MFR date: 06/08/2006 for lot # 7elmca. Additional lot number: 7elmca.